Event description:
Patient revised to address pain, loose patellar component, and polyethylene wear. Patient somehow fractured his patella.

Manufacturer narrative:
Evaluation was not possible, as the product was not returned. Product information required to review the device history records or search the complaint database was not provided. The investigation could not verify or draw any conclusions about the reported event without the device to examine. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.